Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed from the downloaded electronic patient record that the device had indeed powered off. The reported issue could however not be duplicated. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off five times while it was used to monitor a patient. Each time, the device was powered back on manually. The patient details and patient outcome were not provided.